Event description:
It was reported that a patient underwent a total knee replacement procedure in (B)(6) 2010 or (B)(6) 2010 and a suture was used. Post-operatively, the knots untied causing the patellar tendon to open up. The patient required a re-operation on (B)(6) 2010.

Manufacturer narrative:
(B)(4). (Knots untying post-operatively). Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual product code and batch number associated with this event is not known. Two possible batch numbers are reported as follows: ethibond polyester suture product code cx30d: batch bkb995, mfg date: 09/01/2009, exp date: 07/31/2014; coated vicryl (polyglactin 910) suture product code j740d: batch bk2871, mfg date: 09/27/2009, exp date: 07/31/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.